Event description:
Related manufacturer reference numbers: 1627487-2022-05079; 1627487-2022-05080. It was reported the patient developed an infection at the lead and anchor site. As a result, surgical intervention occurred wherein the scs system was explanted to address the issue, patient was placed on oral antibiotics.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the lead(s) and anchor site(s). The entire system was explanted; however, no explanted products were returned for analysis. Oral antibiotics were administered to the patient to address the issue. As a result, a device history record was performed to review and confirm the sterility of the lead(s) and anchor(s). Based on the documents reviewed, the source of the infection remains unknown.